Manufacturer narrative:
Troubleshooting of the device with the customer identified that the battery pack was depleted with an expiration date of 1/24. The battery pack was replaced, and the AED verified as functioning. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED will not power on, but it will power on with a spare battery. They reported that this did not occur during patient use.